Event description:
Patient initiated onto hemodialysis dialyzer. One hour and 45 minutes into treatment. Pateint became itchy and developed red dime sized welts on his arms and neck. Benedryl 50mgs was given. Symptoms subsided immediately. Patient instructed to see allergistdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.